Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd) and concerns about the device's longevity. Technical services (ts) was unable to review the reports as the device was not found on latitude, and no data was uploaded for analysis. It was revealed the device was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates the device is expected to be returned for analysis.

Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd) and concerns about the device's longevity. Technical services (ts) was unable to review the reports as the device was not found on latitude, and no data was uploaded for analysis. It was revealed the device was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates the device is expected to be returned for analysis.